Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009 during follow up call to patient's mother, she verified receipt of product. Mother reported that the infusion set came out after having it in for one day. Mother states infusion set came out a day prior. Mother reports patient noticed the infusion set had come out and when she tested her blood glucose it was around 300 mg/dl. Mother states patient inserted a new infusion site once she noticed the issue, and was able to bolus to correct her blood glucose. Mother reports patient's blood glucose is back to normal today. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient discarded the product; no product return was requested.